Event description:
Info was received by call report. It was reported that the clinician stated they had inserted a 30 cc intra-aortic balloon (iab) & it failed to unwrap. The top inflated, but the bottom was still wrapped. The clinical on call (coc) asked the clinician to go to off & then standby to purge, without success. Md tried manual inflations without success. They had received no alarms while attempting to pump. The perdium was in the lab assisting & verified iab partially wrapped. The clinician stated that they were going to insert a non fiberoptix iab. The coc asked her to save the iab & she also attempted to contact the educator in the cath lab who was acting as the coordinator of the evaluation without success. Clinical support specialist contacted the cath lab charge nurse who stated that she would call back with the serial & lot number of the iab.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.